Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was rec'd that the pt was explanted due to an infection at the pocket site and mid-line incision. The physician believes the infection was procedure related. The pt's symptoms included pus and redness. The pt was given oral antibiotics and was reportedly doing well following the procedure.